Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure, or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported, the pink slide did not move forward, and the cannula was bent when removed from the infusion site. The pod was worn for between 37 and 48 hours.